Event description:
It was reported that the devices were used during a diagnostic laparoscopy. The devices would not arm. The case was completed with another device. There were no consequences to the patient.